Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. No display anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and alarmed button error. When she pressed the up arrow button the numbers kept going up. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 92 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.